Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar tip was found to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "tips broken do not align." Failure analysis found the primary failure of the severely bent grip tips be related to the customer reported complaint. The force bipolar was found to have a severely bent grip, causing side to side misalignment of the grips. Additional observations found by failure analysis was that the force bipolar was found to have a broken grip at the grip base. A pie approximately .104" x .126" was found to be broken off the grip. The broken piece was not returned.